Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 343 mg/dl. It was reported that the customer had taken an injection that caused her blood glucose levels to elevate, so she stopped using the insulin pump. Troubleshooting was performed, and the date on the insulin pump was incorrect. It was found that the insulin pump had alarmed no delivery and auto-off. The insulin pump passed the prime and self tests. Nothing further was reported.